Event description:
The customer reported a workstation power supply failure error message. This error required the user to shut the system down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and returned to service.